Event description:
The hospital reported that the edi catheter was erroneously entered into the right main bronchus instead of the stomach. The misplacement was not initially noticed until medication was administered into it. A chest x-ray confirmed the edi catheter in the right main bronchus. The patient did not suffer any pulmonary consequences. (B)(4).